Event description:
It was reported that the patient (B)(6) suffered a second dislocation after underwent primary right tkr. A closed reduction was performed to correct the inconvenient.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and based on the available information, a root cause for this patient¿s instability and dislocations cannot be concluded. Should any medical records or documents become available this complaint can be re-assessed. No information on this patient¿s current status has been provided. Three undated x-rays were submitted for review. The x-rays did not reveal a root cause for the ¿instability and dislocations. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.